Event description:
Per the clinic, the patient experienced chronic pain at the implant site, including when not using the device and had not used the device for several years, resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.